Event description:
This lead was explanted and replaced due to possible clavicular crush. The impedance was greater than 3000 ohms and the thresholds have been rising over the last two months.

Manufacturer narrative:
Upon receipt, the lead was found dissected in two fragments. All parts of the lead were returned for analysis. It is assumed that the fragmentation of the originated from the explantation procedure. During the inspection the proximal and distal shock coils were found deformed. The lead body was damaged in these areas. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. Further inspection showed cuttings of the insulation which occurred most likely during the surgery. Blood penetrated the lead body in these areas. In addition, the dc resistances of the lead fragments were investigated. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis. Best regards